Manufacturer narrative:
Approximate age of device: 4 years and 4 months. (B)(4). The lvad was returned for investigation. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient was admitted on (B)(6) 2015 with chest pain, shortness of breath, unstable angina, and a non-st-elevation myocardial infarction. The hospital was unclear if this was an embolic event versus atherosclerosis in a setting of coronary artery disease and prior stent placement in the left anterior descending artery. The patient was noted to have had a few power spikes to approximately 10 watts with a rise in the estimated pump flow prior to the admission. During assessment, the patient experienced hematuria and his lactate dehydrogenase was 1600 u/l. The serum creatine, total bilirubin, and ast values were also elevated. The patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
The report of hemolysis can be confirmed based on the evaluation of (B)(4). Upon disassembly of the returned pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed thin denatured thrombus rings adhered to the inlet bearing ball and cup. The thrombus rings appeared to be in the early stages of laminated layering, which indicates that they were present while the pump was operating. The rings found on the inlet bearing ball and cup had areas that were similar in color and structure, and were likely a single formation prior to disassembly of the pump. Examination of the outlet stator revealed a non-laminated deposition situated in between outlet bearing ball and the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origins and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition did not appear denatured and the lack of contact marks on the outlet bearing cup suggests that the deposition was not present in the outlet stator while the pump was operating. The thrombus formations found in the pump would have contributed to the reported hemolysis. The thrombus could have also created some additional resistance on the spinning rotor, potentially contributing to the reported elevations in power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: suspected pump thrombosis, peak ldh 1600, pump power spikes, hemolysis.